Event description:
The button had come out replaced with a mic g-tube in place. This primary button was placed on (B)(6) 2013. Mickey button 12 fr x 0.8 cm. Nursing reports that baby was bearing down to have a bowel movement and the button popped out. Upon exam, the balloon had a hole in the side and was not able to be used again.